Event description:
During the steam shaping of the distal tip of the device, the tip broke off the device. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the distal tip of the microcatheter was detached 150cm from the proximal end of the catheter. The packaging mandrel was still within the microcatheter tip. It was reported that the catheter tip was held under the steam source for 1 minute; however, the directions for use state: ¿shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54cm (1inch) from steam source for approximately 10 seconds¿. It is probable that the tip of the microcatheter broke off due to it may have been held under the steam source for too long. Therefore, a root cause of use/user error has been assigned to the event due to the steam shaping instructions were not followed.

Event description:
During the steam shaping of the distal tip of the device, the tip broke off the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information from the user facility stated that there were no issues encountered prior to the reported event. The device had been held 15cm from the steam source for 1min. To shape the tip.